Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. As such, based on available information, a definite root cause is unable to be determined at this time. As part of the manufacturing process 100% of the units go through electrical and tip inspection process. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the catheter was unable to pace from the beginning of use. When the catheter was replaced, the problem was solved. Information such as the background of malfunction occurrence, what kind of surgery/examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. The device was discarded by the hospital. There were no patient complications reported.